Event description:
It was later reported the patient¿s pain was from the infection and the infection was not related to the pump at all. Per the patient¿s family the device will not be explanted and the patient was doing ¿ok¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8591-38, lot# d13678, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported the patient received a baclofen pump implant a year ago and did ¿very well¿ with the pre-op test and the surgery. The patient had had several falls and ¿other physical damage¿ to the left leg. The benefit of the baclofen was lost in her left leg, and it was suspected that the falls and abuse reduced the effect of the baclofen. The patient also experienced a ¿near staff infection¿ to her left foot. Per the patient¿s mother, the patient was in a care giver home at the time of the falls and damage to the patient¿s leg, and the mother was concerned for other clients living at that home. It was questioned whether the injuries were due to the baclofen or if the injuries were a possibility with baclofen (therapy). It was noted that the patient had been on the ¿baclofen pill¿ for many years prior to receiving the pump. Additional information has been requested, but it was not available at the time of this report. It was later reported the patient was abused in her ¿caregiver home¿ where she lived and this was confirmed by the patient¿s hcp who reported the abuse to the authorities. The patient was taken to the emergency room (ER) and the patient had a lot of bruises, and had an especially bad bruise on her buttocks that was "extremely bad and red" and was located where the crease between the leg and the buttocks. The physician indicated that this bruise was likely caused by ¿someone pushing her down very hard on the toilet seat or something very, very hard.¿ the patient received good therapy following the pump implant,and she was able to bend her legs, put both feet on the floor, was able to walk with her walker, and was doing well. After the abuse occurred, the patient¿s left leg started tightening up, and she couldn¿t bend her leg or bend her leg to get into the car. The patient also experienced a lot of pain; the pain indicated as ¿horrendous. At the time of this report, no tests or troubleshooting had been done to the pump or catheter to confirm that it was still working.